Event description:
It was reported that therapy started around 1am (about 2 hours ago) on the arctic sun device. The water temperature was fluctuating a lot earlier. They got an alert that said the patient was not cooling quickly enough. Nurse checked event log. The only alert or alarm for this patient was alert 116 (patient temperature 1 change not detected). Mss confirmed esophageal probe was connected to device. It was correlating with the foley probe going to the bedside monitor. Target temperature was 36c, patient temperature was 36.6c. Water temperature was currently 17c. It was going from 10 to 19 to 14c. Flow rate was 2.9lpm. Patient trend indicator was pointing down. The patient was shivering earlier but they had since given demerol. The device was responding appropriately. Mss explained how shivering generated heat and the water temperature might have been fluctuating to accommodate for the temperature changes and discussed benefits of counter warming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery to suppress shivering. However, this cannot be confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that therapy started around 1am (about 2 hours ago) on the arctic sun device. The water temperature was fluctuating a lot earlier. They got an alert that said the patient was not cooling quickly enough. Nurse checked event log. The only alert or alarm for this patient was alert 116 (patient temperature 1 change not detected). Mss confirmed esophageal probe was connected to device. It was correlating with the foley probe going to the bedside monitor. Target temperature was 36c, patient temperature was 36.6c. Water temperature was currently 17c. It was going from 10 to 19 to 14c. Flow rate was 2.9lpm. Patient trend indicator was pointing down. The patient was shivering earlier but they had since given demerol. The device was responding appropriately. Mss explained how shivering generated heat and the water temperature might have been fluctuating to accommodate for the temperature changes and discussed benefits of counter warming.